Manufacturer narrative:
(B)(4). Device has some scratches on the case especially on the keypad overlay. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the housing of the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.